Manufacturer narrative:
The device as not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed article use of the inspiris valve in the native right ventricular outflow tract is associated with early prosthetic regurgitation. J thorac cardiovasc surg. 2023 apr 22:s0022-5223(23)00342-2. Doi: 10.1016/j.jtcvs.2023.04.018. Epub ahead of print. Pmid: 37088131. A 23mm 11500a inspiris resilia aortic valve was implanted in pulmonary position composite valve graft was found to have severe proximal and distal conduit pulmonary stenosis and least moderate pulmonary regurgitation after implant duration of seven (7) months. Patient underwent tvpr using a 23mm sapien transcatheter valve. The patient was 16-year-old at time of implantation of the 23mm 11500a valve with history of truncus arteriosus.

Manufacturer narrative:
Added information to h6. Complaint is confirmed via literature article. There is no evidence to suggest an edwards manufacturing defect. Based on the information available, the device was intentionally used outside the way it was designed and intended (off-label use). The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The device was not returned for evaluation and DHR review was unable to be performed as no serial number was provided. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Bioprosthetic valve regurgitation and/or stenosis can be attributed to structural valve deterioration and/or nonstructural valve dysfunction (nsvd). Nsvd is any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nonstructural dysfunction refers to problems that do not directly involve valve components yet results in dysfunction of the prosthetic valve; such problems can include entrapment by pannus, tissue, or suture, malposition, thrombosis, technical errors, or patient prosthesis mismatch. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Based on the information available, a definitive root cause cannot be concluded but patient factors, including history of congenital heart disease (truncus arteriosus) and implant position, could have contributed. An edwards device defect has not been confirmed.